Manufacturer narrative:
Patient ID/initials and weight are unknown. Date of event: unknown. This report is for six unknown screws/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Date of implant: unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient was implanted with a proximal femoral four-hole plate and six (6) unknown screws on an unknown date. On (B)(6) 2016 the plate and six screws were removed intact and the patient was revised to a total hip prosthesis due to nonunion of the femoral neck. The surgery was successfully completed with no surgical delay. Patient outcome is unknown. This report is for six unknown screws. This is report 2 of 2 for (B)(4).